Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/right rod is minimally fragmented') in a 47-year-old female patient who had essure (batch no. A02558, a15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2011; for an unreported indication: birth control pills from (B)(6) 2012, birth control pills from (B)(6) 2011 to (B)(6) 2012 and birth control pills from (B)(6) 2011. Concurrent conditions included underweight, hematoma, menses irregular, right lower quadrant pain, low back pain, r sciatica, frequency urinary, constipation, change in bowel habits, general physical health deterioration, rosacea, general body pain, breast pain female, abdominal bloating, vaginal itching, ovarian cyst, cold intolerance, foggy feeling in head, muscle weakness, neck pain, headache, anogenital warts, pain in upper extremities, heart murmur, palpitation, osteoarthritis, vaginitis, hemorrhoids, scabies, tiredness, overweight, other disorders of intestine, sickness and photosensitivity reaction nos. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6) 2018 to (B)(6) 2019 and medroxyprogesterone acetate (depoprovera)(B)(6) 2012 for contraception as well as ibuprofen (motrin) since (B)(6) 2013, propofol (anesthesia s/I 60) and selenium since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 months 1 day after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash erythematous ("rashes or skin conditions type: redness, itching skin rash"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), pelvic pain ("pelvic area pain/pelvic pain on right side") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bradycardia ("bradycardia"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, bradycardia, dysmenorrhoea, metrorrhagia, hormone level abnormal, fatigue, alopecia, weight increased, hot flush, urinary tract infection, female sexual dysfunction, rash erythematous, migraine, nausea, pelvic pain, arthralgia, abdominal pain, back pain, menorrhagia, vaginal haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bradycardia, device breakage, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash erythematous, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted for removal of essure plaintiff reports essure has not been removed. Date(s) of insertion: (B)(6) 2012 (essure placed in right fallopian tube), (B)(6) 2012 (essure placed in left fallopian tube). Right side 3-4 rings outside of the fallopian tube os and on left side 2 rings outside fallopian tube os diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, breakage of essure device. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Visualization of bilateral essure rods. 2. Bilateral follicular cysts, the largest located in the right ovary measuring up to 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, pelvic pain, hair loss, skin rash and itching, slow heart rate, hot flashes, joint pain lot number: a02558 manufacture date: 2012/04 expiration date: 2015/04. Lot number: a15529 manufacture date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received. Reporter information added. Events: abnormal bleeding (vaginal, menorrhagia), gastrointestinal or digestive system condition type: bloating added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/right rod is minimally fragmented'), genital haemorrhage ('abnormal bleeding (general)') and bradycardia ('bradycardia') in a 47-year-old female patient who had essure (batch no. A02558, a15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2011; for an unreported indication: birth control pills from (B)(6) 2012, birth control pills from (B)(6) 2011 to (B)(6) 2012 and birth control pills from (B)(6) 2011. Concurrent conditions included underweight, hematoma, menses irregular, right lower quadrant pain, low back pain, r sciatica, frequency urinary, constipation, change in bowel habits, general physical health deterioration, rosacea, general body pain, breast pain female, abdominal bloating, vaginal itching, ovarian cyst, cold intolerance, foggy feeling in head, muscle weakness, neck pain, headache, anogenital warts, pain in upper extremities, heart murmur, palpitation, osteoarthritis, vaginitis, hemorrhoids, scabies, tiredness, overweight, other disorders of intestine, sickness and photosensitivity reaction nos. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2018 to (B)(6) 2019 and medroxyprogesterone acetate (depoprovera) (B)(6) 2012 for contraception as well as ibuprofen (motrin) since (B)(6) 2013, propofol (anesthesia s/I 60) and selenium since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 months 1 day after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash erythematous ("rashes or skin conditions type: redness, itching skin rash"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), pelvic pain ("pelvic area pain/pelvic pain on right side") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bradycardia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, bradycardia, dysmenorrhoea, metrorrhagia, hormone level abnormal, fatigue, alopecia, weight increased, hot flush, urinary tract infection, female sexual dysfunction, rash erythematous, migraine, nausea, pelvic pain, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bradycardia, device breakage, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, metrorrhagia, migraine, nausea, pelvic pain, rash erythematous, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted for removal of essure plaintiff reports essure has not been removed. Date(s) of insertion: on (B)(6) 2012 (essure placed in right fallopian tube), (B)(6) 2012 (essure placed in left fallopian tube). Right side 3-4 rings outside of the fallopian tube os and on left side 2 rings outside fallopian tube os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, breakage of essure device. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Visualization of bilateral essure rods. 2. Bilateral follicular cysts, the largest located in the right ovary measuring up to 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, pelvic pain, hair loss, skin rash and itching, slow heart rate, hot flashes, joint pain. Lot number: a02558, manufacture date: 2012/04, expiration date: 2015/04; lot number: a15529, manufacture date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/right rod is minimally fragmented'), genital haemorrhage ('abnormal bleeding (general)') and bradycardia ('bradycardia') in a (B)(6)female patient who had essure (batch no. A02558, a15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012, birth control pills from (B)(6) 2011 to (B)(6) 2012 and birth control pills from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included underweight, hematoma, menses irregular, right lower quadrant pain, low back pain, r sciatica, frequency urinary, constipation, change in bowel habits, general physical health deterioration, rosacea, general body pain, breast pain, abdominal bloating, vaginal itching, ovarian cyst, cold intolerance, foggy feeling in head, muscle weakness, neck pain, headache, anogenital warts, pain in upper extremities, heart murmur, palpitation, osteoarthritis, vaginitis, hemorrhoids, scabies, tiredness, overweight, other disorders of intestine, sickness and photosensitivity reaction nos. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2018 to (B)(6) 2019 and medroxyprogesterone acetate (depoprovera) (B)(6) 2012 to (B)(6) 2012 for contraception as well as ibuprofen (motrin) since (B)(6) 2013, propofol (anesthesia s/I 60) and selenium since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 months 1 day after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash erythematous ("rashes or skin conditions type: redness, itching skin rash"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), pelvic pain ("pelvic area pain/pelvic pain on right side") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bradycardia (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, bradycardia, dysmenorrhoea, metrorrhagia, hormone level abnormal, fatigue, alopecia, weight increased, hot flush, urinary tract infection, female sexual dysfunction, rash erythematous, migraine, nausea, pelvic pain, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bradycardia, device breakage, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, metrorrhagia, migraine, nausea, pelvic pain, rash erythematous, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted for removal of essure plaintiff reports essure has not been removed. Date(s) of insertion: (B)(6) 2012 (essure placed in right fallopian tube), (B)(6) 2012 (essure placed in left fallopian tube). Right side 3-4 rings outside of the fallopian tube os and on left side 2 rings outside fallopian tube os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, breakage of essure device. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Visualization of bilateral essure rods. 2. Bilateral follicular cysts, the largest located in the right ovary measuring up to 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, pelvic pain, hair loss, skin rash and itching, slow heart rate, hot flashes, joint pain. Most recent follow-up information incorporated above includes: on 13-sep-2019: fu 2 and 3 were processed together. Pfs received. Reporter information added. Previously reported event injuries were updated to dysmenorrhea (cramping), menorrhagia (bleeding b/w periods), allergy: other, rash/skin condition, hormonal changes, fatigue, hair loss, weight gain, bradycardia, breakage, back pain, abdominal pain on (B)(6) 2019: fu 2 and 3 were processed together. Pfs and mr received. Medical history, lab data, concomitant drug, historical drug, reporter information added. Event : hot flashes, abnormal bleeding (general), urinary tract infection, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, rash /skin condition were updated to rashes or skin conditions type: redness, itching skin rash, breakage/device breakage/right rod is minimally fragmented, pelvic area pain, joint pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.